Manufacturer narrative:
The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The analysis of the log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2018-00446. During a premature ventricular contraction / ventricular tachycardia ablation procedure, a pericardial effusion occurred. Following catheter manipulation and ablation in the coronary sinus, the patient became hypotensive. An intracardiac ultrasound confirmed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device during the procedure.